Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call of experiencing low blood glucose for four months. Customer's blood glucose was 34 mg/dl, 46 mg/dl and 50 mg/dl, which were treated with food. Customer treated low blood glucose and had high blood glucose of 500 mg/dl. Customer stated that blood glucose goes high and low due to being a brittle diabetic. During troubleshooting customer reported that basal rates were constantly changed due to low blood glucose. Customer was advised to speak with healthcare professional.